Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. While attempting to reset the pump to address the issue, it was then reported that the pump shut off and could not be restarted and the battery could not be charged. In addition, it was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.